Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the cannula seal for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Instrument log review of the product related to the complaint cannot be performed at this time because there are no logs available for accessories. This complaint is being reported due to the following conclusion: it was alleged that the accessory broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a blue piece came off the cannula seal. The surgeon used a laparoscopic instrument to retrieve the ring. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.